Event description:
It was reported that the customer has just received the pump and the wake button does not work. The device turns on when plugged into a power source. Customer has not started using the pump, and is still on manual injections to manage his blood glucose levels.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.